Event description:
It was reported that a caregiver using the bionic circle app received a low glucose alert while the patient¿s glucose was actually elevated, and the patient later reported a highest glucose of 205 mg/dl with levels above 180 mg/dl for approximately 1.5 hours and alerts for high glucose during that period. Symptoms included no loss of consciousness, dizziness, or other acute complications. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no assistance required. Investigation included customer interview and case review. Investigation of this case revealed that the reported low alert was likely delayed relative to a prior early-morning low, while current device alerts reflected elevated glucose at the time of the call. It was concluded that hyperglycemia occurred with cause unclear and no device malfunction could be confirmed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance